Event description:
It was reported that pump declared cartridge change error, and inspection showed extra cartridge o-ring stuck on pneumatic tap area of pump. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, removed pump from case, removed extra o-ring, cleaned pneumatic tap area, reattached cartridge securely, successfully completed load process on pump, and resumed insulin delivery.